Event description:
The customer is unhappy with the frequent water leaks on this machine. The clinac was installed in (B)(6) 2010 and has swivel joints leaking four times. One add'l minor leak from a water fitting. The charite in (B)(6) has 3 clinacs that were installed last year and all of them are having problems with their swivel joints. On all 3 machines, every swivel joint had to be replaced at least twice. The customer has had varian machines for many years and knows that swivel joints normally last about 10 years. Therefore, the customer is questioning the dramatic loss in reliability of our product.

Manufacturer narrative:
Leaking swivel joints is a known and previously investigated issue. Root cause: the water hose connecting to the swivel joint can be too short, exerting higher than expected stress on the swivel joint itself and on the junction between the hose and the swivel joint, resulting in water leaks. Leaks from the swivel joint can come in contact with high voltage sources, damaging equipment and creating a potential electric shock hazard for persons working within the gantry or gantry stand covers. Varian has not received any reports of injury as a result of this type of event/issue. Corrective action: mfg has implemented a new process for cutting the water hoses, and a new test for ensuring proper length during gantry rotation. All corrective action related to this issue will be reported under the guidelines of 21 cfr part 806. No add'l f/u to this report is expected.